Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection, and magnetic sensor functionality test of the returned device were performed following j&j medtech procedures. Visual analysis revealed reddish material presumably blood inside the pebax, additionally, a hole in the surface of the pebax was detected with exposed wires. The device was connected to the carto 3 system and it was visualized and recognized correctly. An ablation cycle was performed and the device was found working correctly. No recognition issues were detected. A manufacturing record evaluation was performed for the finished device 31589223l number, and no internal actions related to the reported complaint condition were identified. The reddish material and a hole in the surface of the pebax could be related to the recognition issue reported by the customer, therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. In relation to the pebax damage, the instruction for use (IFU) contains the following warnings and precautions: do not use excessive force to advance or withdraw the catheter when resistance is encountered. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. Prior to reinsertion, flush the tip to ensure that the irrigation holes are not plugged contraindicated. Do not use this catheter with a long sheath or short introducer < 8.5 f in order to avoid damage to the catheter shaft. The instructions for use (IFU) contain the following information: in the event of a generator cutoff (impedance or temperature), the catheter must be withdrawn and the tip electrode inspected for coagulum before radiofrequency (rf) energy is reapplied. To remove coagulum, if present, a sterile gauze pad dampened with sterile saline may be used to gently wipe the tip section clean. Do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode, or damage the contact force sensor and affect measurement accuracy. Prior to reinsertion, ensure that the irrigation holes are not plugged. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through the quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot micro¿ catheter and post procedure the bwi product analysis lab identified a hole in the pebax with exposed wiring. During the procedure, an error #278 - carto catheter error - was displayed on the ngen¿ system display and the physician could not start ablation. The cable was replaced without resolution. The catheter was replaced, and the problem was resolved. The case continued. No patient consequences were reported.